Event description:
The company was informed that the patient has a cholesteatoma in the implanted ear. Surgeries to remove the cholesteatoma were attempted in the past without success. Surgery to explant the patient's device will be scheduled.